Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced pain due to eroded mesh, infection, and additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional contact: dr. (B)(6).